Event description:
Patient complaining of weakness, fatigue, and lightheadedness. EKG shows atrial paced rhythm with complete heart block and no ventricular pacing. Device interrogation shows impedance of greater than 2,000 on the pace / sense portion of the rv lead. Lead replaced without difficulty. Known recall.